Manufacturer narrative:
During processing of the complaint, attempts were made to obtain complete event, patient and device information. Additional serial was provided: (B)(4), UDI: (B)(4). It was mentioned by the customer that they are using the yamane technique and an emerald injector system. The yamane procedure is a technique used for performing suture less intrascleral fixation of a posterior chamber intraocular lens (iol). The haptics of the iol are externalized with a 27-gauge needle and passed through the ciliary sulcus using a double needle technique. This invasive iol fixation technique requires a lot of manipulation to position the haptics into the scleral tunnel. This lens is intended to be implanted in the capsular bag; therefore, this lens was used off-label. It is believed that this type of technique induces a large amount of force while trying to position the haptics in the scleral tunnel. Additionally, the injection system being used is not a zeiss injector system. The lenses were returned and return device analysis performed. The reported issue was confirmed. The haptics on both lenses were noted to be broken. It was mentioned that there was no damage noted prior to use or preparation for use. Which indicates that a product deficiency did not likely contribute to the reported difficulties. It was mentioned that the haptics broke off during externalization of the haptics in the yamane technique. Distorted haptic are know to be caused by numerous factors including, but not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. The dfu provides precautions for lens handling and the injection process by stating that: "improper handling of the lens may cause damage to the haptics and the optics" a review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the lens. The reported issue appears to be related to the operational context of the procedure and not a malfunction of our device. However, the use of an additional lens to correct the patient's vision is considered medical intervention to prevent permanent impairment to the patient. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lenses were processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that during the attempt to implant the lens using the yamane technique, it was noted that the haptic broke; thus, the lens had to be removed. When attempting to implant the backup lens it was noted that the haptic had also broken. That lens was also removed, and a third lens used to successfully complete the procedure. A delay was reported; however, not indicated to be clinically significant. No adverse patient effects reported, or additional information provided.